Event description:
The customer reported post diagnostic unable to maintain occlusive pressure during deployment. Able to achieve arterial hemostasis, moderate hematoma present. Site stable. Post procedure pt severe right leg/hip muscle spasm. Relief obtained with demerol and vistaril. Site stable no change in hematoma. Site documented as stable until 12/12/1998 at 6:05 am when noted to be more "puffy". Peripheral pulses unchanged from admission. Pt up in chair/ambulating. 12/12/1998 site softer but more purple. No change. Stable throughout 12/14/1998. Right thigh purple extending through to above knee, site soft. Pulses unchanged. Ultra sound showed pseudo-aneurysm. Attempted compression of right femoral artery pseudo-aneurysm 12/19/1998. Pt to operating rooom 12/16/1998 for unsuccessful vascular repair. Repeat ultrasound showed continued presence of pseudoaneurysm. (Leaking from both superficial & deep femoral artery). 12/16/1998 repaired psuedoaneurysm. 12/17/1998 pt stable.